Manufacturer narrative:
(B)(4). Initiating therapy before connecting is a known use error and cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy on a homechoice device. The patient had initiated therapy without connecting to the device. The device then went into fill one and solution leaked onto the floor. The technical service representative assisted with ending therapy. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.